Event description:
A customer reported nibp not working

Manufacturer narrative:
Spacelabs has concluded our evaluation of this issue. Root cause has been determined to be a component failure. No prior failures of this component have been identified. This is a unique failure mode and an isolated event. There are no other reports of this component failing. The module failed safely in accordance with the requirements of iec 60601-2-30 -- the safety processor caused the cuff to deflate at 3-minute intervals for a period of 30 seconds. The 91496 module sn (B)(4) was repaired and tested and returned to the customer. Spacelabs will continue to monitor for this issue. Spacelabs considers this issue closed.

Event description:
Nibp not working.

Manufacturer narrative:
Our initial tests show that the patient module has malfunctioned and the nibp pump is continuously pumping and not shutting off. The manual deflate button does not deflate the cuff and the start/stop nibp screen functions do not work for deflating the cuff. The pressure did not exceed 150 mmhg and no one was injured. Our investigation is ongoing. Spacelabs healthcare will file a supplemental report when the investigation is concluded.